Event description:
The customer reported housing fan was defective and some of the blades were broken. The issue occurred during reprocessing, involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.